Event description:
A report was received that the patient's precision system was explanted due to skin erosion at the pocket site. No further information is available.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.